Event description:
I had lasik performed in (B)(6) 2010. After 4 months, I developed severe eye dryness as well as increased severe sensitivity to light. I have tried taking omega 3 as well as many types of eye drops and now at 6 months after lasik I do not have any improvement. It is affecting my work and quality of life. Night-time vision has not improved and I see halos and starbursts and as a result I don't like to go out at night any more. Other problems resulting from the surgery include: loss of vision in dim settings, loss of near vision, frequent headaches, difficulty seeing under fluorescent lights, night-time loss of vision, daily discomfort and pain, dry eye stinging and burning. Risks were not adequately explained and I would never have gone through this had I known all the risks.